Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent performance issue could be excluded. The alarm trace showed an abnormal volume of reagent disk a alarm, a reagent pipettor alarm, and an incubator bath water alarm. The field service engineer (fse) found leaking vacuum tubing and replaced it, adjusted all nozzles, and checked all sample and probe adjustments and rinse pressures. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 4 patient samples on a cobas 8000 c 702 module. The customer was prompted to repeat the samples as the results were low. For patient 1, the initial ca2 result was 6.4 mg/dl. The repeat result from another analyzer was 8.8 mg/dl. For patient 2, the initial ca2 result was 4.9 mg/dl. The repeat result from another analyzer was 9.2 mg/dl. For patient 3, the initial ca2 result was 5.2 mg/dl. The repeat result from another analyzer was 7.8 mg/dl. For patient 4, the initial ca2 result was 7.7 mg/dl. The repeat result from another analyzer was 9.3 mg/dl. The repeat results were deemed correct. No questionable results were reported outside of the laboratory.